Manufacturer narrative:
(B)(4). Batch # (B)(4). Swing tab in locked position. The analysis results found that the trt75 reload was received with both gripping surfaces damaged. The reload had the proximal 5 drivers up without staples and the remaining drivers were down. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. No functional test was performed due the condition of the cartridge. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, during the gastro esophageal anastomosis procedure, the clip has not progressed clipping at the beginning of the suture. It was making it impossible to perform the procedure, requiring the use of another load to complete the procedure. There were no adverse consequences for the patient.